Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received an occlusion alert on an infusion set and, after agent-assisted troubleshooting, performed a complete supply change using an inset 23-inch, 6 mm infusion set, after which insulin delivery resumed and blood glucose remained unaffected, consistent with an obstruction of flow associated with the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to the obstruction of flow at or related to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.